Event description:
A company representative reported that the tip of a cayman mi inner threaded flex shaft fractured intra-operatively, and that the fractured component remained in the patient. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: g1 additional data: h3 h6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tip of a cayman mi inner threaded flex shaft fractured intra-operatively, and that the fractured component remained in the patient. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.